Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported issues with an unspecified amount of multiple sensors (serial numbers unknown). Two sensors have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported having unspecified issues with adc freestyle libre sensors. Details of the user report are as follows: "I continue to get ongoing issues with freestyle libre 2, over the past 6 months I have noticed intermttent operation issues with this device and sensors at more than 50% of the time". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported issues with an unspecified amount of multiple sensors (serial numbers unknown). Two sensors have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported having unspecified issues with adc freestyle libre sensors. Details of the user report are as follows: "I continue to get ongoing issues with freestyle libre 2, over the past 6 months I have noticed intermittent operation issues with this device and sensors at more than 50% of the time". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.